Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The account reported that the patient experienced atrial fibrillation on (B)(6) 2021 in the intensive care unit (ICU) following lvas implant. The patient was subsequently treated with antiarrhythmic medication. A computed tomography (CT) scan performed on (B)(6) 2021 revealed a left sided hydropneumothorax. The patient remained stable and asymptomatic with a chest tube originating from the implant surgery. The chest tube was placed back on wall suction. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation while in the intensive care unit (ICU) following implantation of the heartmate 3. They had a previously implanted pacemaker and remained stable. They were started on intravenous amiodarone. The patient was later transitioned to oral amiodarone. The patient had a CT scan performed on (B)(6) 2021 and was found to have a left sided hydropneumothorax. The patient was stable and asymptomatic. She remained with her chest tube from implant surgery and was placed back to wall suction.